Manufacturer narrative:
(B)(4). G2: foreign: australia. D4: primary unique device identification (UDI) number is not applicable as the lot number of the device is unknown. Attempts have been made to gather all product identification information and no further information has been provided. D10: unknown mom liner; item number unknown; lot number unknown. Unknown head; item number unknown; lot number unknown. H6: proposed component code: mechanical (g04)- stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised twenty (20) years post implantation due to dislocation. It was stated that the stem contributed to the dislocation and was revised along with the head. The shell and liner remained in situ. No further event information is available at the time of this report.